Manufacturer narrative:
Returned waveone gold medium file 31mm is actually broken in the active part. No material defect was found during analysis of the rupture pattern. No unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1469992). We notice that the abs ring is absent from the handle. This device, intended to expand if we try to sterilize the file, has been obviously removed voluntarily by the customer. Indeed, large tool marks are visible in the groove where the abs ring was. Root causes are not identified but we suspect a misuse from the customer (reuse of a single use device). We will track this kind of event and monitor the trend.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone gold file broke during use. The separated piece was not retrieved. The patient will be treated with retrograd root filling.